Event description:
It was reported that, "patient had an infection of the hip and surgeon removed the femoral head, cone body and conical stem."

Manufacturer narrative:
Other devices listed in this report: description: unknown restoration modular cone body; catalog # and lot # unknown. Description: unknown restoration modular conical stem; catalog # and lot # unknown. Additional information has been requested and if received will be provided in a supplemental report.